Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s): the user reported that they had two tests and neither produced a control nor test line. They stated that they performed the test procedure correctly; however, they threw away all the contents except for one kit box prior to contacting acon to report the issue. Additionally, they reported the issue several weeks after the incident occurred. They also stated that they had to get tested at an urgent care after the two invalid test results. The tests were purchased from cvs. The user wants reimbursement.